Event description:
It was reported that a patient experienced an electrical shocking sensation characterized by tingling during use of an aseptico endo itr motor; no injury resulted.

Manufacturer narrative:
Though there was no report of injury, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers. Furthermore, there have been previous medwatch reports submitted pertaining to the same malfunction of similar devices. Therefore, this event is reportable. The device was not returned for evaluation as the doctor discarded the unit.